Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(4) 2013, patient reported there are air bubbles in the luer lock connection and the infusion device displays e4 occlusion when she attempts to prime. She does not believe the infusion device correctly alerts for occlusions; she reported this occurred in 2011 and is happening again. The infusion set, cartridge, adapter, and battery were used per specification. She successfully primed through a new tube during the troubleshooting call. She had removed the tube from the adapter prior to noticing air bubbles, and she was advised to not do this. She reported her blood glucose was elevated (value not provided) in (B)(6) 2011, when she believes the infusion device did not properly alert e4 occlusion. Her normal range is 4-10 mmol/l (72-180 mg/dl), and she delivered insulin via the infusion device as a correction. The infusion device, battery, battery cover, and infusion set were requested for evaluation. She did not require treatment from healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy, occlusion limits, and alarm functions of the insulin pump were tested on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. It is excluded that the pump produces air bubbles after correct priming. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. A visual inspection and tests for flow and leak were performed on the returned used infusion set, and all test results were within specifications. The history shows e4 (occlusion) error message. The patient did not always resolve the errors correctly.